Manufacturer narrative:
Eval results: weld at latching spindle.

Event description:
It was reported by service report that the weld is broke on the pt right front spindle at the bracket. It is unk if there was pt involvement or if there are adverse consequences to report.